Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a negative result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer started experiencing symptoms that she thought were allergy symptoms and she was blowing her nose. On (B)(6) 2022 in the morning, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 the consumer started coughing and felt "off". On (B)(6) 2022 the consumer performed 2 covid-19 at-home tests in the morning and 2 covid-19 at-home tests in the afternoon and all of the results were negative. On (B)(6) 2022 "around lunchtime" the consumer had a pcr test performed on an rp2 analyzer and the result was positive. On (B)(6) 2022 the consumer felt feverish, could barely sit up, had a runny nose, was coughing, and "felt bad all over". On (B)(6) 2022 in the morning, the consumer performed 2 covid-19 at-home tests and the results were both negative. On (B)(6) 2022 in the morning, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 in the morning, the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 in the morning, the consumer performed a covid-19 at-home test and the result was positive. The consumer started feeling better and her symptoms started improving. On (B)(6) 2022 in the morning, the consumer performed a covid-19 at-home test and the result was positive. The consumer was feeling much better. On (B)(6) 2022 in the morning, the consumer performed a covid-19 at-home test and the result was negative. No other information can be provided. No additional information about treatment and outcome was provided.